Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the front end boards. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the ECG monitor input on the cs300 intra-aortic balloon pump (iabp) was not working. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) provided additional information and reported that in the attempt to fix the problem a new front end board was installed; however, the board failed out-of-box. Therefore, another new front end board was installed and the problem was rectified. The external I/o cable phone jack assembly was also replaced, but as a precautionary measure.

Event description:
It was reported that during use on a patient the ECG monitor input on the cs300 intra-aortic balloon pump (iabp) was not working. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. On 20 may 2020 a new complaint under tw# (B)(4) was opened to investigate the failed oob front end board for the cs300 iabp unit. The new front end board was installed to repair the returned iabp unit but exhibited malfunction outside of the box (oob). Another new front end board was installed to rectify the problem. The iabp with failed oob front end board was not used on patient and therefore would not cause or contribute to patient safety.

Event description:
It was reported that during use on a patient the ECG monitor input on the cs300 intra-aortic balloon pump (iabp) was not working. There was no harm or injury to patient and no adverse event was reported.